Event description:
Doctor was starting to close the patient up when the tip of the needle broke off. He stated that the tip of the needle broke off when he wasn't even applying any force to it. The tip was retrieved, and the needle was put into a biohazard bag.